Event description:
Related manufacturer report number: 2017865-2023-95548 it was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead and atrial lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6). 2023. No intervention was performed on the atrial lead. The patient was in stable condition and will continue to be monitored.